Event description:
A customer reported that the knife did not cut correctly and caused an incorrect incision in the patient's eye. The incision was closed with a thread and a protective lens was required. Add'l info has been requested but not received to date.

Manufacturer narrative:
The device was received by a company rep and is in transit to the mfg site for investigation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).